Manufacturer narrative:
The needle device is in quarantine at the customer site. Neither the needle device nor the endoscope is available for olympus evaluation. The cause of the reported complaint cannot be confirmed. The procedure was completed using another needle device, per the instruction manual recommendation to ¿always have a spare instrument available in case the primary instrument malfunctions.¿ as a preventive measure against breakage, the instruction manual warns, ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube.¿ ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument.¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device.

Event description:
Olympus was informed that in the middle of an ebus procedure, the needle broke off into the patient¿s lung, at station 4r on the anterior tracheal wall. The breakage was discovered when the needle device was removed from the patient for making slides of the sample during the procedure. The broken off piece was retrieved with a snare. There was no reported patient injury. The procedure was completed with another needle device.